Event description:
It was reported that the arm is not holding consistently / normally. Procedure was completed with the same device. No patient injury or significant delay were reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the unit was received in a pressurized state. A functional evaluation revealed that the dumbbell joint on the large arm side was very difficult to move after depressurization. The dumbbell joint was disassembled and pronounced wear marks were noted on the pressure rings. These wear marks prevented the smooth manipulation of the spider 2 limb at the dumbbell joint. The hardened chrome dumbbell showed no signs of scratching or chipping. The complaint was confirmed and the root cause has been determined to be worn pressure rings not allowing smooth movement of the dumbbell joint. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. It is recommended that the IFU, 126-99-01, be reviewed regarding depressurizing the spider 2 for storage.